Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay pt contacted lifescan (lfs) alleging that his one touch ultra smart meter displayed an "other" message. The medical surveillance specialist (mss) classified the complaint based on the customer service representative (csr) documentation. The pt said, the product issue started on (B) (6) 2010 at 9:00am. He denied testing with another device. The pt said, he took his usual dose of diabetes medication, novolog insulin between 11:00am and 12:00pm and lantus insulin after his meal. He reported that he was shaking and had flashy eye site at 12:00pm and treated himself with food and/or drink. The csr documented the other message as a cal code issue. The csr walked the pt through resolving the cal code issue. The pt's products were replaced. This complaint is reported because, the pt alleges he received an other message on the lfs meter. He claims he took his usual dose of insulin and became shaky. He said he treated himself with food and/or beverage.